Event description:
The initial reporter received questionable calcium gen.2 results from two patient samples tested on the cobas c 503 analytical unit. One patient sample with discrepant results was provided: the initial result was 4.78 mg/dl. The repeat result was 9.13 mg/dl. The initial results were not reported outside the laboratory, as they did not match the patient's history. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 88004701, with an expiration date of 31-aug-2026. The field service engineer (fse) analyzed the system data and identified that incoming water pressure exceeded the maximum specification of 70 kpa, insufficient cuvette rinsing, "cell skip" alarms, suboptimal cuvette blank values, and mechanical misalignment of the reagent probe. The fse performed adjustments and mechanical checks. No other issues were reported.